Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead was noted as having high threshold. The threshold was reprogrammed. Reprogramming of capture management was done. The lead remains in use. No patient complications have been reported as a result of this event.